Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2018 with complaints of infection. It was then discovered that the implantable cardiac monitor could not be interrogated. The surgeon attempted to explant the implantable cardiac monitor, however, it could not be found in the patient¿s body. It is believed that the device fell out of the patient¿s body. The patient was stable throughout.